Event description:
Customer called saying that she changed her complete infusion set on saturday and now needs it replaced. She needs the reservor and infusion set replaced. She said that she had to discard the insulin because she was not get any insulin. Her insulin pump was not alarming. She has been having high blood glucose levels. She reported her blood glucose level was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly. Ran occlusion test with new infusion set connected to a 7xx insulin pump. Performed insulin pump manual prime. Visually confirmed fluid flowing through infusion set and out catheter tip. Reservoir was found to be not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.